Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels from 20 mg/dl to 468 mg/dl. The customer alleged that the pump was not delivering insulin properly, and was intermittently delivering too much insulin. Tandem technical support reviewed pump data and found that customer was not entering bg level during food boluses, resulting in customer not delivering enough insulin when bg is above target, and delivering too much insulin when bg is below target. Tandem technical support educated the customer on the importance of entering bg level when administering bolus insulin. The customer acknowledged and indicated bg level would be entered in the future. Customer treated low bg by consuming food.